Event description:
Per the clinic, the patient experienced an extrusion of the device through the skin-flap. The device was explanted on (B)(6) 2022. There are no plans to re-implant the patient.

Manufacturer narrative:
This report is submitted on july 11, 2022.

Manufacturer narrative:
This report is submitted on august 25, 2022.